Manufacturer narrative:
(B)(4). The sample was investigated in the complaints laboratory at the site in (B)(4). The failure could be confirmed. This failure has been detected in a number of complaint investigations which reported problems with the dialysis lock and valve. Currently the probable root cause is leakage caused by offset of the o-ring but a CAPA has been opened to investigate this issue further, to conduct a full root cause analysis of the problem and to implement corrective actions. This complaint will now be closed but complaint (B)(4) will remain open until the root cause analysis and action plan in the CAPA has been completed. If further outcomes of the investigation are applicable and would change the investigation results documented here, this complaint will be reopened and documentation will be adapted accordingly. Please note this is the final report.

Event description:
Ref. (B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "customer stated that the blood was oozing from dia-connector lock and valve when surgery in progress." (B)(4).